Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue the customer continued insulin administration without changing any supplies. A systems check was completed and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.